Event description:
On (B)(6) 2014 the streamline pedicle screw system was implanted into the patient in a posterior fusion of l5-s1. On (B)(6) 2014 during a follow up visit it was determined that displacement had taken place, degenerative changes had taken place at s1 and no fusion had taken place from l5-s1. It was also identified that the two pedicle screws at s1 were broken. The patient was revised on (B)(6) 2015 and the broken screws were replaced.

Manufacturer narrative:
It is unknown as to why these devices broke. The most probable cause of these screws breaking was the lack of fusion from the initial surgery on (B)(6) 2014 until the follow up visit on (B)(6) 2014. The instructions for use which is supplied with the product warns "implants can break when subjected to the increased loading associated with delayed union or non-union. If healing is delayed or does not occur, the implant may eventually break due to metal fatigue".